Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room after experiencing inappropriate shocks while the device was programmed to the alternate sensing vector. Evaluation determined that the inappropriate shock was due to a low r/t wave ratio resulting in oversensing. The patient has a prior history of inappropriate shocks under different programming configurations, including primary vector at 2x gain and secondary vector at 1x gain. Technical services reviewed the case and recommended reprogramming the device to secondary vector at 2x gain due to limited sensing vector options with the s-ICD system. The patient may require re-screening or may be considered for a transvenous ICD system. At this time, the device remains in service. No additional adverse patient effects were reported.